Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation . In addition, please refer to section d10 (concomitant device) information. There was no report of device issue on this concomitant device. The returned device was received and inspected . The complaint was confirmed. A visual inspection on the received condition observed the insertion tube sheath was severely loose from the metal protector boot side. When moving the loose insertion portion sheath tube the needle tip from the distal end side would get expose. The needle tip should only extends or get expose when the slider is manipulated and not while not manipulating the sheath. Additionally, the needle from the distal end would still withdraw and insert normally and smoothly while the slider was manipulated. There were no problems noted with the slider movement, stylet wire, needle adjuster lever, locking mechanism, sheath adjuster knob. It was unable to remove the loose insertion portion sheath from the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error (missed in-process verification step). The event can be prevented by following the instructions for use which state: "before use, prepare and inspect the instrument as instructed. Should any irregularity be observed, do not use the instrument; use a spare instead. Always have a spare instrument available in case the primary instrument malfunctions." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Sales support specialist called to report the device was reported to fail upon initial clinical use on behalf of the sales representative and the customer. It was reported after the na-u403sx-4019 needle deployed it would not retract. In communication with the customer, it was stated that upon attempt to sample lymph node, needle deployed but unable to retract back in sheath, needle placed aside and another needle was opened and used after first attempt with defective needle to continue with procedure. No delay in the procedure was reported. The procedure involved was an endobronchial ultrasound (ebus) diagnostic procedure. The intended procedure was completed using a similar device (19 gauge needle) ) with no impact or harm to the patient. No harm was reported. No user/staff injury reported.